Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported upstream occlusion error was unable to be reproduced but was confirmed through review of the event history log (unable to determine if these alarms were true or false). Further physical inspection found the upstream sensor readings to be below specification, which is known to increase sensitivity to false upstream occlusion alarms. The upstream sensor and pusher were replaced.

Event description:
It was reported that a spectrum pump displayed an upstream occlusion error. It was also reported there was no pt involvement.